Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification through the implant patient registry, that a patient with a 9600tfx 23mm sapien 3 transcatheter valve, implanted in the aortic position, was explanted after an implant duration of 2 years and 10 months, due to unknown reasons. A 23mm edwards surgical valve was implanted in replacement. No additional details were provided.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b5, b7, and h6.

Event description:
Edwards received notification through the implant patient registry a patient with a 9600tfx 23mm sapien 3 transcatheter valve, implanted in the aortic position, was explanted after an implant duration of 2 years and 10 months, due to calcification. A 23mm edwards surgical valve was implanted in replacement. Per the medical records, the patient was admitted hyperkalemic (6.4). Cardiac cath was done which revealed need for re-do aortic valve replacement, mitral valve replacement (mvr) and CABG. The patient underwent re-do sternotomy, tavr explant, mvr, tvr and CABG x2. Reason for explant was noted as ai and as of tavr (as well as mr/ms, tr and cad). Pathology of explanted edwards tavr valve showed "severe calcification" and severe fibrosis. No inflammation or vegetations. The patient was discharged for rehabilitation.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint valve calcification was confirmed based on the medical record. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU revealed no deficiencies. An existing edwards' technical summary documents the root cause analysis on valve calcification over the time in patient. Per the technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for valve calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per the technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. As reported, ''was explanted after an implant duration of 2 years and 10 months, due to calcification.'' Further review of patient's medical report indicates that the patient had severe calcification, severe fibrosis and hyperlipidemia. Hyperlipidemia is a known factor that may increase the risk of valve calcification. Tissue calcification is a very common failure mode of structural valve deterioration (svd), which can manifest in the form of stenosis as reported. As such, available information suggests that patient factors (hyperlipidemia) may have contributed to the reported event. Technical summary is applicable to as the reported event was related to tissue valve calcification. Since no edwards defect was identified, no corrective or preventative action, nor product risk assessment (pra) escalation is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.